Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states reported the vitek 2 gram-negative (gn) ID test kit misidentified an escherichia coli organism as shigella sonnei. The laboratory performed offline testing (indole test, lactose fermenter, motile); result of escherichia coli was obtained. The customer stated the shigella result was not reported to the physician and reporting was not delayed because correct results were reported based on offline testing. After reporting the offline test result to the physician, repeat testing was performed using the vitek 2 gn ID test kit. The correct result of escherichia coli was obtained. Biomerieux has requested submittal of patient isolate for internal testing. There is no indication or report from the hospital or treating physician to biomerieux that the organism misidentification led to any adverse event related to the patient's state of health. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux investigation was conducted. The submitted organism was sub-cultured and testing included two (2) vitek 2 gn ID cards from the same lot as that tested by the customer, two (2) gn ID cards from a random lot, and the api 20e. One card from the customer lot gave a very good identification call of e coli. The 2nd card from the customer lot and the two (2) cards from the random lot gave low discrimination calls between e coli / e coli o157. The api 20e gave an identification of e coli with a 99.5% confidence level. The vitek 2 gn ID cards are performing in accordance with specifications. It should be noted that a lab report with an identification of shigella has a message stating to "confirm the identification by serological tests".